Manufacturer narrative:
The t:slim g4 user guide states, "do not use cgm for treatment de­cisions, such as how much insulin you should take. Cgm does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's cgm indicated they had an elevated blood glucose (bg) level of 260 (mg/dl). Customer delivered a bolus and checked bg with a different meter which indicated their bg was 166 (mg/dl). As a result, customer reports they subsequently experienced a low bg level of 60 (mg/dl). Customer consumed candy and orange juice to address low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.